Manufacturer narrative:
Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformance's were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that pen needle 32gx4mm 14 pack was unable to remove the needle from the pen.the following information was provided by the initial reporter: on (B)(6) 2021 patient was to have dinner, the nurse prescribed winter insulin injection subcutaneously to dinner the front door, to a one-time use pen pen connected by needle injection, injection successful play when not separation of disposable injection insulin pen needles, immediately report to the doctor, prescribed for the tweezers successful separation of disposable injection needles, the patient was immediately explained and understood.